Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. They were unable to duplicate the rm03 error and the recharger heating. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that the  controller went "wacko" because when charging their implant, patient (pt) received a message of m03 and to call medtronic (ps understood it was system problem rm03). Pt reset their controller but their implant was not recharging and their controller battery was still depleting during an implant recharging session. Pt mentioned the recharging disc and the cords relay box on the rtm was getting extremely hot; the cord that meets the "magnet" was burning the pt. Pt noted they did not see exposed wires. An email was sent to the repair department to replace the recharger. See case # unable to locate case for the report of pt had the problem of having exposed wires before. Additional information received from the patient reported that they had no physical burn. It just "felt like an electrical shock or burn". The patient reported that a replacement device was sent. Although "it still gets hot physically" pt referenced this case, where they had "wires sticking out of it and I was getting shocked from it and I had described it as a burn march and got a letter asking if it had left a burn mark and someone named michael called and left a message asking this too". Pt wanted to respond that the heating/shocking did not leave a burn mark. I told pt I would update their file to reflect this.